Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2024. Log files were submitted for review and showed low power advisory alarms had occurred on (B)(6) 2024 while the patient was on battery power. These alarms were due to normal battery depletion. Additionally, the log files displayed driveline disconnect and lvad (left ventricular assist device) off alams on (B)(6) 2024at 8:26 am, when the driveline was disconnected from the system controller.

Event description:
The patient was declared deceased at 8:04. Driveline disconnect and pump off alarms were captured on (B)(6) 2024 at 8:26 when the driveline was disconnected from the system controller post-death.

Manufacturer narrative:
Section d4: catalog number corrected. Manufacturer's investigation conclusion: evaluation of heartmate 3, left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. A specific cause for the patient¿s outcome could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable intact. The modular cable was not returned. Approximately 4.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief properly engaged to the graft hardware. An outflow graft clip was also returned attached to the graft hardware. The apical cuff was returned with the cuff lock fully engaged. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations within the device that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted controller event and periodic log files, as well as the left ventricular assist device (lvad) event and periodic log files retrieved from the returned device, appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. G, is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.